Event description:
Boston scientific received information that this patient's left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be brought in for evaluation. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received that this device was explanted for normal battery depletion thirteen months following the initial clinical observations. The device was not returned for testisng. This product issue will be updated if additional information is received.

Event description:
--